Event description:
It was reported that a device was used during a laparoscopic cholecystectomy. It was reported by the rep that the 355sa inner gasket came loose and came out when a 5mm instrument was pulled out of the trocar. The case was completed with a new 355sa. There was no consequence to the pt.